Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was detached off inside the patient's body. As the fallen piece was retrieved, no pieces were left inside the patient. Also, an error sound was heard. The error code was unknown. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4).

Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The donor blood unit is labeled as a pos. Initial testing on the galileo result as ab pos. Repeat testing on the galileo resulted in a pos. Manual tube bench method resulted as a pos.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.